Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 04/30/2018 and strip open date is (B)(6) 2015. Strip storage is not correct. Reviewed meter memory (date and time not set): 70mg/dl (B)(6) 2015 05:21:00 am fasting:yes; 125mg/dl (B)(6) 2015 08:20:00 pm fasting:yes; 69mg/dl (B)(6) 2015 06:19:00 pm fasting:yes; 156mg/dl (B)(6) 2015 04:28:00 pm fasting:yes; 73mg/dl (B)(6) 2015 06:26:00 am fasting:yes. Customers concern: 70mg/dl, 69mg/dl, 73mg/dl. Customer states that meter is reading lower (70mg/dl) than his expected ranges (120-170mg/dl). Customer states that he is asymptomatic and that there have not been any changes in his medication, diet and/or exercise. Customer mentioned he was in the hospital recently due to a bacteria disease in his stomach but is unaware if that has affected his results. Customer stores test strips in kitchen.